Event description:
Information identified in the manufacture¿s database indicated, the patient died approximately 1 month post implant of the implantable pulse generator (ipg) system. Cause of death was severe sepsis. The source of the sepsis was unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1 ipg implanted: 2013 (B)(6). (B)(4).